Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing set leaked normal saline under the drip chamber before use. It was reported that this occurred in a chemo outpatient department, 7n. There was no patient involvement .

Manufacturer narrative:
Additional information provided: d.11 the customer¿s complaint of tubing set leaked from the drip chamber was confirmed. Visual inspection of the set noted a gap from the tubing set to the drip chamber, indicating that the expected tubing was not fully inserted. Examination under magnification observed traces of insufficient solvent applied at the tubing insertion engagement. Functional and pressure testing confirmed small droplets of fluid leaking from the tubing to the drip chamber outlet port. No other anomalies were observed with the set. Dimensional analysis found the tubing measured to be within specification the root cause of the leak is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error. Device history record for model 10933805 lot 19076939 shows that the set was manufactured on 30 july 2019 with a total of 11,523 units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported.

Event description:
It was reported that the tubing set leaked normal saline under the drip chamber before use. It was reported that this occurred in a chemo outpatient department, 7n. There was no patient involvement.